Event description:
It was reported the display malfunctioned. Followup indicates the display malfunctioned at startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the display malfunctioned. Followup indicates the display malfunctioned at startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display flickers, as a result the display was replaced and the stylus was calibrated. It was also noted that the device boots to an error, as a result the hard drive was replaced. (B)(4).